Event description:
The customer contacted physio-control to report that their device has suddenly shut down during a monitoring. Additionally, it was reported that the device had shown a "service" message across the screen, this is indicative of a device lock-up condition that could delay or prevent defibrillation if it were necessary. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no additional information was provided.

Manufacturer narrative:
Initial medwatch report indicates: the device was not returned to physio-control. Third-party service agent evaluated the customer's device and verified the reported issue. The advised repair was declined by the customer due to the age of the device. The cause of the reported issue could therefore not be determined. Section h10 of initial medwatch report should indicate: the device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue of the device unexpectedly powering off. The service agent did verify the "service" message across the screen. The advised repair was declined by the customer due to the age of the device. The device was returned without repair, therefore the cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. Third-party service agent evaluated the customer's device and verified the reported issue. The advised repair was declined by the customer due to the age of the device. The cause of the reported issue could therefore not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device has suddenly shut down during a monitoring. Additionally, it was reported that the device had shown a "service" message across the screen, this is indicative of a device lock-up condition that could delay or prevent defibrillation if it were necessary. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no additional information was provided.